Event description:
Customer reportedly received the following results on the mobile system: 116 mg/dl at 11:06 a.m. 16 mg/dl and 17 mg/dl at 11:13 a.m. 29 mg/dl at 11:14 a.m. 34 mg/dl at 11:15 a.m. 22 mg/dl at 11:19 a.m. 77 mg/dl at 11:28 a.m. The customer drank sugar powder with water at 11:30 a.m. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.